Event description:
It was reported that after connecting the product to an infusion site, medical fluid was leaking and there was a crack in the connection part. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not conducted, as the lot number was not provided. No product sample was received; therefore, functional testing could not be performed. Pictures of the reported device were received and the connector was found to be broken. Samples from the production run were visually inspected and no crack or leakage issue was observed on the production parts. The root cause of the reported issue could not be determined as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).